Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating they encountered a "100b (vent-inop): watchdog test failed" error during a test run, rendering the device inoperable. To verify the alarm name and reproduce the error, a sales representative attempted a test run in the sales office but was unable to do so due to the lack of high-pressure oxygen equipment. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.